Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to bacterial peritonitis while performing continuous ambulatory peritoneal dialysis therapy. The breach in aseptic technique was further described as ¿an error¿ (not further specified). The peritonitis event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized. The patient was treated with unspecified antibiotics (drug names, doses, frequencies, routes, and durations were not reported) for peritonitis. Fifteen days after being admitted to the hospital, the patient was discharged. At the time of this report, the patient was recovered from the event. On an unreported date, the patient was retrained in aseptic technique. Dianeal therapy was ongoing. No additional information is available.